Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was returned. The catheter was returned with the stent fully detached from the balloon, and the stent was not returned. Therefore, the investigation is confirmed for stent detachment and is inconclusive for stent dislodgment. The device was examined under magnification and stent crimp marks were noted on the balloon. Dried blood was noted in the guidewire lumen. However, after the lumen was flushed an in-house guidewire was inserted and withdrawn without issue. Therefore, the investigation is unconfirmed for the reported guidewire tracking issue. The definitive root cause for the reported guidewire tracking issue or the identified stent detachment could not be determined based upon the available information. It is unknown if procedural issues or the original sheath use in the procedure contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 03/2019).

Event description:
It was reported that during a left subclavian stent placement procedure, the pta balloon allegedly had difficulty tracking over the guide wire. It was further reported that the stent was dislodged inside the sheath. Another device was used to perform the procedure. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 03/2019).

Event description:
It was reported that during a left subclavian stent placement procedure, the pta balloon allegedly had difficulty tracking over the guide wire. It was further reported that the stent was dislodged inside the sheath. Another device was used to perform the procedure. There was no reported patient injury.